Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis not requiring hospitalization. On (B)(6) 2011, the patient began treatment with vancomycin 1gm ip in night bag and amikacin 500mg ip once a day in night bag. On (B)(6) 2011, dianeal therapy was discontinued. The cause of the peritonitis was not reported. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive vancomycin and amikacin. Causality for the event of peritonitis was not reported.